Event description:
It was reported that prior to starting a da vinci si surgical procedure that the grasping retractor instrument appeared to have a broken wire. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the grip cable is frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.